Event description:
This report filled after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients implanted with depuy syn. (46) hip cohort- involving proximal femoral body implant . (72) knee cohort- involving distal femur implant. (13) total- involving both proximal and distal implants. (72) none- not requiring the proximal or distal implant. Complications sustained within 5 year review: 53 patients sustained a subsequent surgery after the primary implantation of lps products. 76 patients had an infection after the primary implantation of lps products. 75 patients had a mechanical complication after the primary implantation of lps products.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.